Event description:
Customer reported damage to pump housing, specifically the usb port, which impaired the ability to charge the pump and led to shutdown. This caused the customer¿s blood glucose level to exceed 500 mg/dl, displaying as "high." Customer attempted to fix the pump issue and called a healthcare provider to obtain alternative therapy. Tandem technical support offered a pump replacement, and customer opted for a multiple daily injection (mdi) as backup therapy to ensure continuous insulin delivery. Customer was in process of acquiring a new tandem pump with updated software, as the current pump was out of warranty.